Manufacturer narrative:
(B)(4) a complete analysis and testing of the insulin pump showed that, the pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected alarms or alerts were noted during testing. Successfully downloaded history files and traces using thus. Pump error 43 was found in the pump's history on 03-nov-2022 at 11:34:31.000 due to dried insulin on the motor. The pump was cut open to perform visual inspection and found dried insulin on the motor and moisture damage on the pcba 1 and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage (faded). Exposed to moisture was confirmed on the pcba 1 and harness assembly vibrator. Pump error 43 was confirmed in the pump's history due to dried insulin on the motor. Cosmetic damage was noted. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had received an error in the motor was detected by reading unexpected value from hall sensor alarm for third time. Customer stated that they were able to clear alarm and unable to rewind the insulin pump. Customer stated that there was fluid in the battery compartment and reservoir was leaking. Customer stated that insulin pump was failed in self-test. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. The device was returned for analysis.